Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes loss of atrial capture, >2500 ohms atrial lead impedance and a sensing anomaly. Although the atrial lead tested normal, it was replaced. When the loss of capture and high impedance were still present with the new lead, the pulse generator was replaced.